Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the log files were submitted for review. The log files captured a driveline disconnect that indicated the system controller was replaced on 26may2026 at 02:05:14.